Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 693710 the hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro grey silicone insulation on the jaws/tip fractured and peeled away from the jaws. No components of the device (metal/silicone) detached into the harvesting tunnel / inside the patient. No resistance was noted while inserting the harvesting tool into the cannula and the jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. They had this happen with two vh-3500 kits in a row, the third kit they opened completed the case as expected with no issue. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/23/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting jaws as well as the cannula. There were no visual defects observed on the cannula. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal portion of the cold jaw with no detachment observed. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot#: 3000258498 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.